Event description:
It was reported that in-stent restenosis occurred and required additional intervention. The patient underwent a vascular access intervention therapy for a restenosis that occurred from a wallstent rp implanted at another facility several years ago. No further information was reported to boston scientific regarding the wallstent implant procedure. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic arch. A 8.0mm x 40mm x 50cm athletis balloon catheter was advanced for dilation. At the time the device was on ongoing use, the balloon ruptured. It is possible that this was caused by the sharp stent edge of the implanted wallstent. The stent remains in use while the balloon was removed and replaced for another of the same model to complete the procedure. There were no patient complications.